Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a loss of data after getting 'system check passed' error. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and a firmware error was observed. The reported event of loss of data after getting 'system check passed' error was confirmed during log review. A root cause could not be determined.